Manufacturer narrative:
Device evaluation: the device was returned with all tamper seals intact. There was no evidence of the reported problem in the event log. Performed functional check an non-destructive analysis (nda)-testing of the pump. Running three accuracy tests, the pump was found to be within manufacturing specifications. The customer's reported problem could not be duplicated. The root cause is unknown. No repairs were needed. The device passed all functional/delivery tests. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a pump under-infused. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
(B)(6) h6: event problem and evaluation codes: updates not required. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the device was in good condition, all was intact. There was no evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications and operating as intended. No fault was found. The root cause of the reported problem was unknown. No repairs or corrective actions was needed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service history review identified this device was in for under infusion and preventive repairs were completed on (B)(6) 2022. Under infusion appears to be a disposable issue and not an issue with the pump.